Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while over sewing staple line, the device was difficult to toggle, load, unload and the needle fell off into patient's cavity twice. It was retrieved with graspers. There was no patient injury.